Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the complaint unit was received at site. The preloaded insertion system was received in its original box. The plunger component was observed in a fully advanced position. Visual inspection using magnification was performed. The lens was observed stuck and broken at the cartridge tube and tip sections. The lens protrudes through the side of the cartridge tip creating ¿cartridge crack¿. The reported issue could not be verified. The unit was handled and used. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00 tecnis monofocal intraocular lens (iol) was opened and not used as it would not gage. There was no indication that a patient was involved. Product was returned for evaluation. Results revealed the lens protruding through the side of the cartridge tip, creating a cartridge crack. No further information provided.